Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-07942, 1627487-2024-07944. It was reported the patient's drg leads migrated. The patient lost effective therapy. The migration was confirmed via imaging. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the drg leads were explanted to address the issue. It was also reported that during the (B)(6) 2024 surgical procedure, it was found that the patient presented with an infection at the ipg site. The patient was prescribed antibiotics. As a result, the ipg was explanted to address the issue.

Manufacturer narrative:
Implant date is estimated. Correction: section d10 - concomitant medical products and therapy dates-the medical product (scs lead) and therapy date ((B)(6) 2023) were inadvertently omitted from the initial report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.